Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen cracked while in the user¿s back pocket and became unresponsive, leading the user to switch to multiple daily injections for the day and with no alerts or alarms reported. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen component issue consistent with an unresponsive input interface, with a software problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.